Event description:
The customer received a blood glucose reading of "hi" on the contour meter, re-tested on a different meter and the reading was 181mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The customer was satisfied with troubleshooting during the call. No products were replaced.